Manufacturer narrative:
Concomitant medical products: sigphandle, sig power sigphandle handle (serial# (B)(6)), sigadaptshort, sig power sigadaptshort lin short adapt (serial# c23adf0124), sigpshell, sig power sigpshell control shell (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic left upper lobectomy bronchotomy procedure, there was a malfunction when the lobar bronchus was resected, resulting in the stapler firing in manual slow mode. Although no abnormalities were initially observed during firing, the stapler could not be released smoothly after the firing. It had to be carefully released from the tissue with the assistance of forceps. Upon closer inspection, it was confirmed that some of the staple lines were incomplete in the central area. It was noted that there was a staple formation. After covering the bronchial stump with adipose tissue, an air leak was detected during the procedure using a bronchoscope. No abnormal findings were observed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic left upper lobectomy bronchotomy procedure, there was a malfunction when the lobar bronchus was resected, resulting in the stapler firing in manual slow mode. Although no abnormalities were initially observed during firing, the stapler could not be released smoothly after the firing. It had to be carefully released from the tissue with the assistance of forceps. Upon closer inspection, it was confirmed that some of the staple lines were incomplete in the central area. It was noted that there was a staple formation. After covering the bronchial stump with adipose tissue, an air leak test was performed during the procedure and with a bronchoscope, no abnormal findings were observed.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Two and one skewed staples were stuck in a staple pocket at the 2.5cm and 1.5cm cut line respectively. Eleven staples were properly formed and the two were over crimped. Functionally, the reload was loaded into a representative handle. The reload successfully clamped and opened repeatedly without difficulty. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument staple line was incomplete and there was a staple formation issue. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws do not open smoothly and the staple line air leak. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are t horoughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.